Event description:
On 10/17/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. Flow rate deviation too high (6.88). No report patient was involved.

Manufacturer narrative:
There are no previous complaints on the device related to this issue. A routine maintenance test on a pump revealed that its performance for flowrate % fell outside acceptable limits. Following this detection, the pump was recalibration from 12 to 5 successfully resolving the issue. A corrective and preventive action (CAPA) has been initiated to investigate and identify the root cause of the performance deviation. Reference to complaint :(B)(4).

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).